Event description:
It was reported that a patient enrolled in a clinical study underwent initial left total knee arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2011 due to wound dehiscence and a large hematoma of the left knee. An irrigation and debridement was performed and the tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.